Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va16ec8, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient and a healthcare provider (hcp) via a company representative (rep) regarding a patient who was implanted with a neurostimulator for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient experienced burning feeling in her buttock area. The hcp checked the device with physician programmer (pp) five days prior and everything was functioning correctly. Hcp was not able to see the patient at that time, so they sent the patient to the ER (emergency room). Another hcp saw the patient in the ER and performed the explant. During explant, the hcp noticed that the lead was fractured approximated 3 inches from the implantable neurostimulator (ins). Hcp removed the lead and ins and sent it to pathology, so rep was not able to return for interrogation. Per hcp, the patient did not report any trauma. The issues were resolved at time of the report. It was also reported that the explant was due to shocking feeling. Rep was not present for the explant. A couple days later, rep further reported that the hcp was going to retrieve the ins and lead from pathology and would return for interrogation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.